Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple infusion set changes and a cartridge change was performed resolving the occlusions. Reportedly, the customer uses u-500 insulin in their cartridge. Tandem technical support informed the customer that u-500 insulin was contraindicated for use with the pump.